Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to patella subluxation. No additional information provided.